Event description:
Freezor xtra catheter was inserted into the body. The distal poles had 60 cycle on signal. The catheter was removed and a new freezor xtra catheter was inserted. There was no 60 cycle noted on the signal with the new catheter. The catheter had a bad signal when placed in the body. There was a lot of 'noise' on the electrical signal. The catheter was removed and replaced. No harm occurred to the patient. Medtronic will be notified.